Manufacturer narrative:
The field service representative found an issue with the distributor transfer head and a valve which he replaced. The investigation did not identify a specific root cause. No further issues were reported for 14 days after the event. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample from the cobas integra 400 plus analyzer. The initial result was 1.55 mg/dl and the repeat result was 1.02 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 39891201 with an expiration date of 31-dec-2019.